Event description:
It was reported that when using the bd pyxis¿ es server all the station were on critical override and no data was crossing over from station to server. Customer tried to reboot the server, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the station were on critical override and no data was crossing over from station to server. A technical support specialist dialed into the server and confirmed the uptime was 1 hour and 18 minutes, verified that all services were running except bd mobile dock, which was not related, logged into patient encounter system (pes) and confirmed the sample patient was present, but the provided order identity was missing. A server downtime query showed delayed messaging, restarted the external messaging and related net services, after which messaging status became current, order identity was still not present, and sql server management studio (ssms) showed no corresponding order message, contacted the customer, who confirmed the issue persisted and verified with cerner that outbound messaging showed no issues, confirmed that both the enterprise server and carefusion coordination engine (cce) servers had been rebooted and redeployed the interface services utility on the carefusion coordination engine (cce) server, with no change observed. Sql server management studio (ssms) indicated that the last order message was aligning with user reports, escalated the issue to the interface team, who confirmed that no order messages had been received and advised further review with cerner regarding order message communication. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.